Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high power display unit cpu board was ordered for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.